Manufacturer narrative:
All available information was investigated. The returned device analysis was unable to confirm the reported unintended movement. The reported incomplete coaptation and poor imaging could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported unintended movement appears to be related to procedural conditions (sgc in contact with ventricular muscle). The reported incomplete coaptation and poor imaging appear to be related to challenging patient anatomy (large gap between leaflets). The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, prolapsed anterior leaflet, short posterior leaflet, large gap between anterior and posterior leaflets, dilated left atrium, dilated left ventricle, and 6-7mm posterior leaflet. A steerable guide catheter (sgc) and a mitraclip ntr clip delivery system (cds) were inserted and successfully delivered to the left atrium. However, after the cds was delivered to the left ventricle, imaging revealed that the cds swayed significantly along with the sgc with the heartbeat. It was noted that the sgc touched the ventricular muscle. The clip was deployed on the mitral valve. However, post deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). No additional clips were implanted, and the mr remained at a grade of 4+. Due to the significant swing of the clip, the patient was transferred to surgery for thoracotomy and mitral valve repair surgery. The patient was reported to be stable.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, prolapsed anterior leaflet, short posterior leaflet, large gap between anterior and posterior leaflets, dilated left atrium, dilated left ventricle, and 6-7mm posterior leaflet. A steerable guide catheter (sgc) and a mitraclip ntr clip delivery system (cds) were inserted and successfully delivered to the left atrium. However, after the cds was delivered to the left ventricle, imaging revealed that the cds swayed significantly along with the sgc with the heartbeat. It was noted that the sgc touched the ventricular muscle. The clip was deployed on the mitral valve. However, post deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). No additional clips were implanted, and the mr remained at a grade of 4+. Due to the significant swing of the clip, the patient was transferred to surgery for thoracotomy and mitral valve repair surgery. The patient was reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.